Event description:
It was reported that foreign matter was found on the bd vacutainer® k2 edta (k2e) blood collection tube stopper before use. The following information was provided by the initial reporter, translated from chinese to english: 'before use, the customer found 1ea tube has fm on the stopper."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd vacutainer® k2 edta (k2e) blood collection tube stopper before use. The following information was provided by the initial reporter, translated from (B)(6) to english: 'before use, the customer found 1ea tube has fm on the stopper."